Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 04 jun. 2024, a 27mm navitor valve (sn: (B)(6) was selected for implant in a patient with calcified aortic stenosis. The access was the right femoral artery and the measurements are as follows: perimeter 78 mm, surface 4.8cm2, aortic sinus 30x30x26, high of the sinus aortic 19 mm, left coronary artery 12mm, right coronary artery 17mm, non-coronary sigmoid was calcified, predilation 22mm. It was also noted that there wasn't much calcium to allow for proper anchoring. During the implant procedure, the device was released but ended up higher than the initial objective of -3mm under the aortic annulus. The higher implant was a migration that occurred "due to the manipulation of the catheter and guidewire by the physician". Tension was noted in the delivery system at the time of final deployment, but there was no issue with deploying or retracting the valve. After checking and trying to move the navitor valve with a snare, the proctor requested that a second 27mm navitor valve (sn: (B)(6) be prepped for a for a valve-in-valve. After some discussion though, it was decided that a 23mm non-abbott valve be used instead. The device was loaded and successfully deployed in the patient's aorta, but the valve was found to have occluded the left coronary artery. In the following half hour, the patient's health deteriorated and they had several cardiac arrests requiring cardiac massage. The patient ultimately ended up passing away due to left coronary trunk thrombosis. The physician believes that the non-abbott valve placed with difficulty contributed to the coronary thrombosis.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve (sn: (B)(6)) was selected for implant in a patient with calcified aortic stenosis. The access was the right femoral artery and the measurements are as follows: perimeter 78 mm, surface 4.8cm2, aortic sinus 30x30x26, high of the sinus aortic 19 mm, left coronary artery 12mm, right coronary artery 17mm, non-coronary sigmoid was calcified, predilation 22mm. It was also noted that there wasn't much calcium to allow for proper anchoring. At 80% deployment, the implant depth was 3mm below the aortic anulus. During the implant procedure, the device was released with all 3 tabs being released but ended up higher than the initial objective of -3mm under the aortic annulus. When a non-abbott catheter and guidewire was being removed by the physician, it interacted with the valve and caused it to migrate to a depth of 15mm. Tension was noted in the delivery system at the time of final deployment, but there was no issue with deploying or retracting the valve. After checking and trying to move the navitor valve with a snare, the proctor requested that a second 27mm navitor valve (sn: (B)(6)) be prepped for a for a valve-in-valve. After some discussion though, it was decided that a 23mm non-abbott valve be used instead. The device was loaded and successfully deployed in the patient's aorta, but the valve was found to have occluded the left coronary artery. In the following half hour, the patient's health deteriorated and they had several cardiac arrests requiring cardiac massage. The patient ultimately ended up passing away due to left coronary trunk thrombosis. The physician believes that the non-abbott valve placed with difficulty contributed to the coronary thrombosis. There was no allegation that an abbott device caused the patients passing.

Manufacturer narrative:
An event of migration or expulsion of device (device migration), thrombosis, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the navitor was selected for implant in a patient with calcified aortic stenosis. There was not much calcium to allow for proper anchoring. During the implant procedure, the device was released but ended up higher than the initial objective of -3mm under the aortic annulus. It was due to the manipulation of the catheter and guidewire by the physician (tension on the delivery system). When a non-abbott catheter and guidewire was being removed by the physician, it interacted with the valve and caused it to migrate to a depth of 15mm. Then, a non-abbott valve was used to implanted but the valve was found to have occluded the left coronary artery. The patient's health deteriorated and they had several cardiac arrests requiring cardiac massage. The patient ultimately ended up passing away due to left coronary trunk thrombosis. The physician believes that the non-abbott valve placed with difficulty contributed to the coronary thrombosis. There was no allegation that an abbott device caused the patients passing. The provided procedural imaging was reviewed by medical affairs. Based on available information, a cause for the reported migration appears to be related to procedural conditions. The reported death appears to related to the procedural circumstances. The reported cardiac arrest could not be determined. The reported unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.